Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There were numerous hypotube kinks. Microscopic inspection revealed a longitudinal tear in the balloon material. The proximal and distal markerband were inspected and revealed no damage. There is no indication the device was inflated over rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-04010. It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and mildly calcified proximal right coronary artery (rca). A 28x4.00mm synergy¿ drug-eluting stent was implanted to treat the lesion. However, post stent implantation, it was noted that the proximal part of the stent was insufficiently dilated. Subsequently, a 5.50mm x 12mm nc emerge® balloon catheter was used for post-dilatation. However, during the third inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4)

Event description:
Same case as MDR ID# 2134265-2017-04010. It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and mildly calcified proximal right coronary artery (rca). A 28x4.00mm synergy¿ drug-eluting stent was implanted to treat the lesion. However, post stent implantation, it was noted that the proximal part of the stent was insufficiently dilated. Subsequently, a 5.50mm x 12mm nc emerge® balloon catheter was used for post-dilatation. However, during the third inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.